Event description:
A malfunction was reported on the pump by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer will use mdi as a backup therapy to ensure continued insulin delivery.